Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated the reservoir was full but it encountered an error, then it needed to restart. Customer was doing injections and she removed the reservoir and it was filled with insulin, but was not getting insulin and dumped the insulin out of 100 units in the pump and left to dry it overnight. The customer was unable to rewind and clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No pump error 43 or under deliver anomaly noted during testing. However, pump error 43 was found in formatted history file due to corroded home switch.